Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This occurred outside of a pt case without pt involvement. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe x-ray switch connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.